Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the medical image review of one electronic photo and two videos were provided for review. Based on the results from the image review, the investigation is inconclusive for the alleged catheter break as no objective evidence has been provided to confirm any alleged deficiency with the catheter. However, based on the sample evaluation, one m.r.I. Lp implantable port with 7 fr s/l groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed for subcutaneous break with catheter embolism, as the distal end of the catheter attached to the port was missing. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Most likely, this failure might have been caused from the stylet portion left inside the catheter. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four months post port placement via the right internal jugular vein, the patient allegedly heard the device crack while sleeping. Reportedly, the healthcare provider examined via x-ray image and approved the catheter for chemotherapy use, however, during chemotherapy the patient alleged pain so the infusion was interrupted. Furthermore, a contrast image examination demonstrated an alleged catheter break. Reportedly, the catheter migrated to the heart, and the device was removed and replaced. The patient was reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately four months post port placement via the right internal jugular vein, the patient allegedly heard the device crack while sleeping. Reportedly, the healthcare provider examined via x-ray image and approved the catheter for chemotherapy use, however, during chemotherapy the patient alleged pain so the infusion was interrupted. Furthermore, a contrast image examination demonstrated an alleged catheter break. Reportedly, the catheter migrated to the heart, and the device was removed and replaced. The patient was reported to be stable.